Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.